Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This issue has been identified under the fsn 2023-cc-src-039. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported they were contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. Despite three good faith effort attempts on 07/23/2025, 07/31/2025 and 08/07/2025 to (B)(6) healthcare, the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. If any additional information is received at a later date, an updated final report will be filed.